Manufacturer narrative:
Additional information: h3, h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher severely stretched from the transition to distal. The heater coil was not present on the returned pusher and the implant was found with deformed loops. Due to the condition of the returned pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the microcatheter and the condition of the pusher, the reported event is considered non-verifiable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication a associated with use of the device.

Event description:
It was reported that during embolization procedure to treat a 8.5mmx4mm pcm aneurysm, the embolization coil was used as a filling coil, but while pushing the coil inside the aneurysm, the coil unintentionally got detached inside the microcatheter. The coil and microcatheter were removed from the patient. A new set of coil and microcatheter were used to successfully complete the case. Post procedure runs were normal and there was no filling of aneurysm. The patient was extubated and shifted to ICU for further observation. No report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication a associated with use of the device.

Event description:
It was reported that during embolization procedure to treat a 8.5mmx4mm pcm aneurysm, the embolization coil was used as a filling coil, but while pushing the coil inside the aneurysm, the coil unintentionally got detached inside the microcatheter. The coil and microcatheter were removed from the patient. A new set of coil and microcatheter were used to successfully complete the case. Post procedure runs were normal and there was no filling of aneurysm. The patient was extubated and shifted to ICU for further observation. No report of harm or injury to the patient.